Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04848. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that post implantation the patient experienced abdominal pain, dyspareunia, urinary tract infections and mesh erosion. Patient underwent mesh excision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to grade 4 rectocele, stress urinary incontinence, and prolapse of the vaginal wall.